Manufacturer narrative:
The cause of the hematuria was not determined due to insufficient clinical details. The cause of the bleeding was not determined since product was not returned and insufficient clinical details provided. The cause of the cardiac arrest was unable to be determined due to insufficient clinical details. The cause of the renal failure was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and a retroperitoneal bleed. The bleed was addressed surgically and the patient was placed on continuous renal replacement therapy. The patient then experienced cardiac arrest that required advanced life support to obtain return of spontaneous circulation. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined since product was not returned and insufficient clinical details provided. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.